Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes there was one missing shelf pack label. There were no health consequences or impacts reported.

Manufacturer narrative:
E1 initial reporter phone #: (B)(6). D2b. Medical device type: there were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka there were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k213670, k231373. Investigation summary: bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for missing shelf pack label was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of missing shelf pack label. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.